Event description:
Peritonitis occurred. The right angle stopper had been loose and fixed by the customer. Lubricant had been applied and not wiped off after the opening was established. The customer requests to know the cause of the incident and whether this type of incident had occurred in the past or not. Incident occurred 1 day after placement.